Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: call from customer reporting a large piece of green plastic inside of a tube, looks like a twist tie.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a definitive root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: call from customer reporting a large piece of green plastic inside of a tube, looks like a twist tie.